Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is an outgoing visual inspection and in-process visual inspection in place to check for catheter and adapter damage. There is also a daily outgoing functional test in place to check for catheter and adapter leakage. As no photo/sample was received for further investigation, root cause could not be determined.

Event description:
Leakage at the interface between the indwelling needle and the infusion skin strip was noted during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in leaked leakage at the interface between the indwelling needle and the infusion skin strip was noted during use.